Event description:
Hosp reported unit would not build greater than 11 cmh20 pip. Discovered prior to ventilator being put into service; no while in pt.

Manufacturer narrative:
Engineering investigation: the valve spring was jamming between the housing/body and nylon washer restricting rotation and therefore limiting pressure output. Evidence of the wear from the spring on the nylon washer was found--indicating a progressive problem. The spring had worn a groove in the washer, so that it was very easy for restriction of rotation to occur.